Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. Compatibility guidelines were requested for an MRI, which was reported to be unrelated to the patient¿s device or therapy. It was reported that the patient¿s device had shifted and could not charge. They stated that their device was dead. No symptoms were reported. It was reported that the event occurred a couple of weeks ago in (B)(6) 2017. No further complications were reported/anticipated.